Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose with threshold suspend and high blood glucose levels. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 500 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer¿s sensor glucose level was in the 50 to 70 mg/dl range. The sensor glucose and blood glucose readings have been off by over 400 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and they had discarded their old sensor. The sensor was not returned for analysis.